Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable becomes available. Add'l info has been requested. (B)(4).

Event description:
An optometrist reported pt with epithelial changes of the left eye at photorefractive keratectomy (prk) one month post-operative visit. Add'l info has been requested.